Event description:
A doctor was refilling the patient¿s pump. When they finished, they noticed clear fluid leaking from the needle stick. They determined that the needle, while injecting the new drug, slipped out of the port and resulted in a pocket fill situation. The doctor then aspirated 38 cc¿s from the pocket. The reservoir was aspirated, and they only got back 5 cc¿s. The doctor then proceeded to fill the pump with 20 cc¿s of lioresal 2000 mcg/ml. The patient was reportedly doing fine. No withdrawal or overdosing was observed at the time of the report.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2012, product type" accessory. (B)(4).